Manufacturer narrative:
A photo and sample were available for evaluation. Visual examination for both the photo and sample verified the reported issue. The probable root cause is a misalignment in the paper roll during the packaging of this product. This roll can misalign due to vibration in the machine. Commonly this issue is solved with a basic adjustment when detected. A device history review was completed for batch/lot 0291650 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot like the reported issue or that could have contributed to the reported failure mode. An awareness training will be conducted to all personnel related to the packaging of 3ml products. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported the print on the label was cut off. Per email: operator found cut print on the product label. See attached picture.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the print on the label was cut off. Per email: operator found cut print on the product label. See attached picture.